Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and miniarc sling were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, cystocele, rectocele and uterine prolapsed; concurrent procedures: sacral colpopexy, tah/bso, lysis of adhesions, closure of cystotomy and placement of retrograde catheter. It was reported that following insertion the patient experienced infection, urinary and bowel problems, fistulae, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2008, along with latsko fistula repair by due to mesh erosion and vesicovaginal fistula. (B)(4) - urinary/bowel problems; undefined recurrence.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.